Event description:
It was reported that wire detachment occurred. A comet ii pressure guidewire was advanced to the lesion to take a diastolic hyperemia-free ration (dfr) measurement. During the procedure, it was noted that separation occurred near the pressure sensor while being pulled outside of the patients body. It was suspected that the device may have been bent due to crossing the stent struts or inserting a micro-catheter, and it was separated when it was removed outside the body. The procedure was completed, and device was completely removed from the patient's body. No complications were reported post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for product analysis. The tip, device shaft, proximal face end, and sensor port were microscopically and visually examined for damage, or any irregularities. Inspection of the device revealed that there were numerous kinks throughout the body of the wire. The tip was bent and stretched. The wire was separated/detached approximately 181.7cm distal of the proximal end. The separation was located at approximately the 3rd beam proximal of the sensor housing. As the separated ends did not show much damage, the device was sent for further investigation. No other issues were identified during the product analysis. Scanning electron microscopy (sem) imaging was performed on the break in the wire to investigate the root cause. Results found that images show the two halves of the separation from various orientations and magnifications, while the rest of the images show the adjacent beams and beam length measurements. The wire does not appear plastically deformed near the separation location and cracks were not found at beams adjacent to the fracture. There is significant post-fracture mechanical damage on both the location of the beam and the surrounding laser-cut surface. Fracture analysis cannot be conducted due to the absence of fracture features. As fracture analysis was unable to be performed, the report and findings were inconclusive. Product analysis confirmed the reported event, as the shaft was separated at the distal end near the sensor housing. There were also kinks and tip damage found during analysis that were not reported.

Event description:
It was reported that wire detachment occurred. A comet ii pressure guidewire was advanced to the lesion to take a diastolic hyperemia-free ration (dfr) measurement. During the procedure, it was noted that separation occurred near the pressure sensor while being pulled outside of the patient's body. It was suspected that the device may have been bent due to crossing the stent struts or inserting a micro-catheter, and it was separated when it was removed outside the body. The procedure was completed, and device was completely removed from the patient's body. No complications were reported post procedure.